Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was bent and intermittently did not work. Customer's blood glucose level was 130 mg/dl. A replacement cable was sent to the customer.